Event description:
The MFR received info alleging a ventilator's screen display is "dark". There was no pt harm or injury reported.

Manufacturer narrative:
The device's inverter board which provides power to the display backlight was replaced to address the issue.